Event description:
It was reported that the thread of the screw holder broke off. There were no fragments inside the patient. The sleeve pushers prongs at the end where the sleeve sits had become bent over time. The device was no longer picking up the nuts from the tray as it should. This was due to the thread inside the wrench becoming worn over time. With regards to the uss hook and screw holder there was no interference with the patient and the operation was a success. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed the prongs of the sleeve pusher are bent and that at the uss hook and screw holder the thread is broken off. Based on the provided information we are not able to determine the exact cause of these occurrences. We can only assume that a mechanical overload during use caused these damages. Based on these findings we conclude that the cause of the failure is not due to any manufacturing non-conformances. However, a review of the device history records has been requested.